Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back and hip/leg pain. On 13 sep 2023 nalu staff was made aware the patient's pre-existing lumbar spinal stenosis was progressing at multiple levels. The nalu system was reported to be providing relief for the lower back pain, however the system was not providing relief for the hip/ leg area due to the stenosis. Patient anticipated back surgery in (B)(6) 2023 with removal of the nalu system during that same procedure. On 16 oct 2023 the firm was informed by the patient that the nalu system had been explanted by a different physician than the one who had performed the implant. The patient did not provide the exact date of explant or the facility where it took place.

Manufacturer narrative:
There are no allegations of system or component failure. The patient reported receiving therapy from the system initially, however the level of pain relief was directly impacted by the worsening of a preexisting health condition.